Event description:
It was reported the patient with this implantable pacemaker was seen in clinic due to frequent blackout episodes. Upon interrogation of the device, oversensing of noise was noted on both the right atrial (ra) and right ventricular (rv) leads. Several short atrial tachy response (atr) and ventricular tachycardia events were recorded due to noise along with pacing inhibition of five to six beats. The noise could not be recreated with isometric testing. The device was re-programmed, and the physician will replace both the ra and rv leads. A date has not been scheduled at this time. The device and both leads remain in-service. No additional adverse patient effects were reported.